Manufacturer narrative:
(B)(4). Approximate age of device ¿ 69 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found to have elevated lactate dehydrogenase and plasma free hemoglobin and was feeling tired and fatigued. The patient was placed on an integrilin infusion for 3 days and his labs were monitored. On (B)(6) 2015, the patient underwent a pump exchange.

Manufacturer narrative:
The explanted pump was returned for evaluation. Upon disassembly of the pump, a thrombus formation was observed in the middle of the body of the rotor, and was partially occluding one of the rotor vanes. The thrombus revealed areas of denaturation, indicating that it was present in the pump while it was supporting the patient; however, a duration of time for which it was present in the pump could not be determined. The non-laminated structure of the thrombus suggests that it did not originate on the rotor and developed in another location. In addition, examination of the proximal-side of the outlet stator revealed a white/red thrombus formation situated adjacent to the outlet bearing ball and on two of the stator blades. The lack of laminated layering indicates that the thrombus did not initially form in the outlet stator. The thrombus was not adhered to the blood contacting surface, showed no evidence of denaturation, and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for an extended period of time. Although a specific cause for the development of the observed thrombus formations could not be conclusively determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions, revealed normal pump power consumption and pressure values, comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.